Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the battery in the back was gone. The patient reported that the stimulation had stopped. No patient complications have been reported because of this event.